Event description:
Bipap machine not displaying vt, showing asterisks instead of volume. Patient spo2 temporarily dropped to 84% but quickly returned to baseline when placed on hfnc. Bipap sequestered and red tagged. Minimal temporary harm. FDA safety report ID # (B)(4).